Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix was taken out of the package and exercised prior to being placed in the body. Once placed and before the helix was extended, the signal obtained looked non-physiologic and "noisy". Occasional deflections would appear amidst the noisy baseline and seemed to line up with surface qrs complexes. Recognizing that the helix was still retracted, and that the anatomical location was desirable, the physician extended the helix in the usual fashion to affix it to the cardiac tissue. At this point, the noisy baseline was gone, and clear rv electrograms were noted. Desiring larger r-waves, the physician retracted the helix once again and then placed it on the rv septum where r-waves were larger. The helix was once again deployed for the final time and sensing/impedance/thresholds remained stable throughout the case. The lead was left in the final position and remains in use. No patient complications have been reported as a result of this event.